Manufacturer narrative:
Device evaluation summary: no discrepancies noted in mfg history records for this lot. Device was visually inspected. Hardened case debris was noted on unit. Debris was removed unit was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated. Internal components appeared normal.

Event description:
The device didn't stop automaticaly. (Note: there was no indication of pt injury).